Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr). A single leaflet device attachment (slda) event occurred during a procedure. There was no patient consequences reported. No additional information was provided or available.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, and based on the limited information provided, a cause for the reported single leaflet device attachment (slda) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.